Event description:
Customer's father reported via phone, the insulin pump was accidently kicked inside the lake. He didn't see moisture damage on the device but it did alarm button error. Customer's blood glucose was 69 mg/dl. Troubleshooting was performed for button error alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.